Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately low. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began 3 months prior to contacting lfs. The patient claimed that she obtained "an extremely low blood glucose result" which she felt was inaccurate since she was reportedly experiencing symptoms of "high blood glucose." The patient did not specify what the symptoms were that she was experiencing. The patient reported managing her diabetes with insulin (self adjusting). The patient told the cca that on (B)(6) 2012 (unspecified time) she had exercised more than she typically does in her normal diabetes routine. The patient informed the cca that around 4 p.m. On (B)(6) 2012 she went to a doctor's appointment and reportedly was administered a glucagon injection. It is not known why the patient had a doctor's appointment on (B)(6) 2012, if the patient was experiencing symptoms, or why the glucagon injection was administered. The patient denied testing her blood glucose on any other device. At the time of troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was not using expired test strips. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient was reportedly experiencing symptoms of high blood glucose while the subject meter was allegedly reading "very low." In addition, the patient reported having to be treated by her doctor with a glucagon injection as a result of the alleged issue.

Manufacturer narrative:
On (B)(4) 2012-device evaluation:the meter involved with this complaint has been returned and evaluated by lifescan product analysis on [(B)(4) 2012] with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis ((B)(6) 2012) with the following findings: the test strips have passed all testing with no faults found.

Manufacturer narrative:
Follow up # 2, 08/21/2012- the retain test strips were tested and they passed testing with no faults found.